Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal, after session's end, she noticed that sensor wire had broken during removal and a sensor wire piece had remained inserted in patient's skin. Patient's mother was able to pull sensor wire out of patient's skin with tweezers. Patient's mother reports that patient complains of no additional discomfort.